Event description:
It was reported the patient's ipg reached eol and failed to establish communication with external devices. In turn, the patient underwent surgical intervention wherein the ipg was explanted and replaced. Therapy was restored postoperatively.

Manufacturer narrative:
Date of event is estimated. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.